Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during set-up / pre-surgery, it was discovered that the electric pen drive device started running on its own without squeezing the trigger when it was connected to the cable device and console device. According to the reporter, a spare electric pen drive device was connected to the same cable device and console device; and the spare device worked properly. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran on its own when connected to console device. It was further observed that the electric motor/electric control unit did not function properly due to wear. It was further determined that there was an unauthorized laser markings on housing. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to component wear and misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.